Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. No atrial markers were noted on electrograms (egm) and therefore appropriate sensing could not be confirmed. The leadless implantable pulse generator (ipg) was inactivated and replaced with complete ipg system. No further patient complications have been reported as a result of this event.